Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3003853072-2018-00070.

Event description:
It was reported that the threads of two blockers were damaged during surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned driver was evaluated. The outer threads were found damaged in a manner consistent with cross-threading the blocker into the mating screw. The inner threads were damaged in a manner consistent with using the incorrect instruments with the blockers. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the threads of two blockers were damaged during surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report two of two for this event.